Event description:
It was reported that during a cardiac ablation procedure, the loop catheter array did not return to its original u shape in the atrium and instead remained circular throughout the procedure. There was difficulty pulling the array back into the sheath, and upon removal, the array appeared knotted after being withdrawn from the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012649870 was returned and analyzed. Visual inspection was carried out. The catheter was received with a knotted spiral array, and a kink was observed on the spiral array guidewire lumen. The slide function operated as expected, and the capture device's shape appeared normal with no atypical features. Catheter to test catheter interface cable (cic) connection evaluation. The catheter was connected to a test cic without resistance. The connection was secure, confirmed by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms. The slide control function was stiff, even after softening the guidewire lumen with disinfectant to dilute potential dried blood. The steering mechanism operated normally, with the distal catheter tip achieving approximately 170° rotation in both directions. However, the stiffness of the slide control mechanism limited its full range of motion. Catheter identification and ablation was carried out. The catheter was reprogrammed and connected to the generator via a test cic. During testing, error 2000 was encountered, indicating an issue related to the catheter's electrical current. Electrical continuity testing was carried out. The electrical continuity test confirmed that all electrode wires were intact, with no signs of detachment or breakage. X-ray imaging revealed that the nitinol ball was completely dislodged from the dual lumen, and electrode wires were entangled within the shaft near the dual lumen area. Further dissection of the returned catheter identified insulation damage to an electrode wire. Additionally, the electrode wires inside the shaft were charred. In conclusion, the catheter failed the return product inspection due to a knotted array, nitinol array wire dislodged from dual lumen, electrode wire insulation burnt/damaged, electrode wire charred, guidewire lumen kink and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.